Event description:
Aspect representative received information from an anesthesia resident who cared for a patient after initial surgery. After a ten hour emergency procedure in the prone position for trauma/orthopedic injuries, there was clear evidence of blistering, exfoliation at the site of the four sensor electrodes. Also, pressure sores were located on the lower chin area. The anesthesia resident treated the lesions with antibiotic ointment (bacitracin). According to the anesthesia resident, the patient requested treatment for the skin lesions. There are no further details at this time.

Manufacturer narrative:
We conducted a review of the lot history record for the sensors which may have been used at the time of this incident. We concluded from this review that all sensors were properly qc inspected and tested in accordance with the approved procedures. Retain product was sampled by completing a visual inspection for contamination. Results indicate these samples passed our incoming inspection criteria for contamination. There were no manufacturing changes (such as a change in the gel or adhesive) that may have caused a patient reaction. Product label states "if skin rash or other unusual symptoms develops, stop use and remove". Bacitracin is considered a widely used over the counter ointment. However, bacitracin was used to prevent permanent damage. Device functioned as intended and did not malfunction. Based on our investigation, we have concluded the sensor did not cause or contribute to a death, and did not malfunction. However, bacitracin was used to prevent serious injury. At the time of this report, it is unknown if the lesions had completely resolved. Therefore, an MDR is required.